Event description:
As reported by the user facility: date of event: unk, in biomed room last week. Event: under infusion..."pump ran without infusing or alarming." No further information available at this time. The nurse who reported this is off today. (B)(4).